Event description:
It was reported by the affiliate that when the device, with or without reload cartridge, was used during a laparoscopic assisted vaginal procedure, it produced an incomplete staple line. It is unknown how the case was completed. There was no consequence to patient.